Event description:
It was reported that the cup was removed and replaced with a tritanium revision cup and constrained liner.

Manufacturer narrative:
An event regarding dislocation involving an osteolock acetabular shell was reported. Conclusion the event did not allege any deficiency of the subject acetabular shell. Placement of a constrained liner, as reported in the event, would require replacement of the obsolete acetabular shell for a device compatible with currently available constrained liners. There is no indication that the product reported in this investigation contributed to the dislocations the patient experienced.

Event description:
It was reported that the cup was removed and replaced with a tritanium revision cup and constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.